Manufacturer narrative:
Conclusions: the x-ray machine was installed on a wall where a sound board was installed on top of the existing dry wall. The sound board increased the thickness of the wall to approximately 1.5 inches instead of the normal 3/4 inch. With the movement from normal clinical use, the lag screw wiggled loose, thereby weakening the mechanical connection. Unit reinstalled prior to our knowledge

Event description:
A distributor reported that the structure of a preva x-ray unit, serial number (B)(4), separated from its wall mount. There was no injury reported.